Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -1.00/+4.00/x086. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -1.00/+4.00/x086 diopter in patient's left eye (os) on (B)(6) 2015. Low vault was noted on (B)(6) 2015. The icl was explanted and exchanged for a longer lens on (B)(6) 2015. This resolved the problem. Post-op visit on (B)(6) 2015, bcva was 20/20.